Event description:
The surgery center reported that a laser vision correction patient developed ocular discomfort symptoms at 1 day post op exam. The laser center diagnosed the patient with having corneal abrasion on the left eye (os). The patient was instructed to follow up with his surgeon but the patient did not present at the surgeon¿s office until 3 days later (4 day post op exam). At the 4 day post op exam the patient was placed on fortified antibiotics topically. Over a period of several weeks, the corneal abrasion resolved and regressed with all the plate cultures were negative, however, symptoms of photosensitivity persisted. At 2 month post op exam, the patient returned to the laser center for a second culture. Upon lifting the flap, a full thickness hole was noted within the flap bed and a decision was made to amputate the flap. Standard fungal cultures all remain negative. There has been repeated requests for follow up status have not resulted in additional information from the surgeon. The surgery center indicated that the day of initial treatment, the patient had stayed overnight, sleeping on a hospital cot/chair due to his spouse¿s medical surgery recovery.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.